Event description:
The customer lost a tip on her quad cane and cannot find it anywhere; the tips kept falling off. The end-user/customer was in her bedroom at the time of the event. She got up to go to the bathroom and fell on her left arm. The user has to go to wound care for several weeks; she did not break any bones.